Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving two inappropriate shocks due to noise. The device was replaced.